Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pacing lead impedance increased gradually to high levels and the pacing threshold was high. The physician decided to have closer follow up. The lead remains in use. No patient complications have been reported as a result of this event.